Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 500 mg/dl. Cause was due to pump not charging, shutdown and stopping insulin delivering. Manual injection was administered to address bg. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.